Event description:
The customer reported to baxter sales representative of one clearlink extension set with 0.22 micron filter, in which something visibly dark was observed in the filter area after the patient was connected to the line. The particulate matter observed was tiny dark particles and they did not make it to the patient. The IV was started and it was observed almost right away. The medication that was used is unknown. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or a sample becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample and one unused sample for evaluation. During visual inspection the reported condition was confirmed in the used sample and not confirmed in the unused sample. The particulate matter was determined to be a degraded piece of burned loose plastic. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.